Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effectss analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: after correct use and control x-ray, bleeding occurred, and a pressure bandage had to be applied. The patient was not harmed and was in good conditions. Additional information was received on 13oct2025: the procedure being performed was coronary (coro)/percutaneous transluminal coronary angioplasty (ptca) using a 6f procedure sheath. A pre-deployment angiogram was performed. There were no multiple sticks. The patient does not have a history of a bleeding disorder. The posterior wall of the artery was not punctured. This was the correct puncture. Patent received only heparin. Bleeding was from the puncture site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was greater than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6b: explanted date: the device was not explanted. E1: telephone number: requested, not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.